Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during initial functional testing. The root cause for the system error was due to the defective processor board, likely caused by a defective component. There was no physical damage observed on the returned autopulse platform during the visual inspection. The platform archive data could not be downloaded as a result of a defective processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) needs to be replaced to remedy the fault. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Waiting for repair approval. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).